Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified system error 345. The reported condition was verified. The cause was determined to be upstream thermistor was out of calibration. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event date, process step and the location where the problem was found were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.